Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Troubleshooting was done for high blood glucose. Customer also stated that the pump was broken and was not releasing the insulin. The reservoir compartment was broken and the reservoir was not locking in place. The insulin pump will be returned for analysis.